Event description:
The customer reported that the ortho provue analyzer resulted a sample of a known group o rh negative donor as type a rh negative. The analyzer issued a false positive (2+) result in the anti-a microtube of the mts abd monoclonal grouping card lot# 042809053-03 during donor retypes. Review of the results by sample image showed reactions in the anti-a microtube was negative. No erroneous results were reported. A false positive result may lead to misclassification of a donor's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived on site, checked the reader camera adjustments/brillo and indicated the setting was 126. Although the fe had indicated that the setting was high, it was within specifications. Specification for the brillo is 101-128. The fe adjusted the reader camera, created a new reference image and performed preventive maintenance. Qc was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B) (4).